Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient presented to the clinic for a routine follow-up, both complete loss of capture and sensing were observed. The cause of the electrical anomalies was lead dislodgement. The patient was asymptomatic and not dependent. The lead was explanted and replaced. Tissue was noted stuck in the helix during the extraction. The patient condition following the procedure is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.